Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported by the hcp that a patient at their facility was complaining of intermittent pruritis and increased tone. On monday the patient was seen in clinic where they did a sideport access bedside and the hcp could not aspirate the catheter. The hcp stated that they were going to send the patient for surgery at an undetermined date. The issue was not resolved through troubleshooting.